Event description:
The customer's daughter reported customer was getting an err-6 message on their pxtra meter and experienced seizure because her blood glucose was high. The caller further stated the paramedics were called, treated customer with insulin and transported her to a health care facility where she was diagnosed with hyperglycemia, however the caller denied any treatment provided at the hospital. The caller also reported that the doctor stated that her blood sugar was 450mg/dl. The source of the reading is unknown. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.